Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00350.

Event description:
It was reported that a revision surgery was performed to address two screws that broke post-operatively. The screws were removed and replaced with alternative devices during the revision. This is report one of two for this event.

Manufacturer narrative:
Additional information: (UDI number), method, results, and conclusions - visual evaluation confirmed the reported event, the shank had fractured. Based on the incoming information and the IFU review, a possible cause of screw fracture is due to metal fatigue caused by delayed healing/non fusion. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address two screws that broke post-operatively. The screws were removed and replaced with alternative devices during the revision. This is report one of two for this event.